Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery alarm. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a depleted battery alarm was confirmed and reproduced during product evaluation. The root cause was assigned to deeply discharged batteries. In order to correct this condition, the main batteries and battery harness were replaced. This is involving a pump with software version 5.04.00 which is categorized as unremediated. This issue has been escalated to CAPA.